Event description:
It was reported that the patient underwent an unspecified spinal surgery. The driver broke at the tip when the screw was almost to its desired position. The surgeon had to abort his desired approach and change his plan to complete the surgery. No patient complications are associated with this event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.